Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. Additionally four reloads were received inside the bag. The reloads were noted to be fully fired. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device was used to cut the gastrointestinal "stromal" tumor of the stomach and the device could not staple the tissue properly. Some staples were unformed and lumbicoid-formed. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The four cartridges were used in the procedure and it was unknown which cartridge was complained cartridge. Some staples, which were detached off and retrieved from the patient, will be returned. As the staples were already retrieved from the patient, no staples were left inside the patient's body.